Manufacturer narrative:
(B)(4) - the actual sample was discarded. A follow-up report will be submitted upon completion of baxter's investigation or should additional information become available.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed. The actual sample was not returned for testing. Nipro performed testing on the retained samples for lot number 10l30a for the xenium (B)(4). A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. Received from nipro (manufacturer) the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found. As stated above, no abnormality was found in the findings of the biological tests performed for our retained sample. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, baxter (B)(4) received a report from a nurse that on (B)(6) 2011, a hemodialysis (hd) patient had symptoms of blurred vision. The nurse believed that the problem was due to the fiber membrane. The defect was observed in one device but that actual sample was discarded. On (B)(6) 2011, the nurse provided that the patient did not experience a blood leak and that this was the first use of this dialyzer by this patient. The dialyzers involved were not reused. No medical interventions or hospitalization were required due to the incident. The patient frequently experienced hypotensive episodes during hd. The symptoms of blurred vision occurred after the fiber membrane had been changed. The patient denies any previous eye problems or glaucoma. The patient had seen an ophthalmologist post event and was diagnosed with myopia. The nurse believed the problem was due to the fibers because the patient was using a different brand of fiber membrane before the reaction. Right after the fiber membrane was changed and a new one started, the incident occurred.